Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024 at part between tubing and cannula. Infusion set was used for 2 days. Blood glucose level was 26 mmol/l at the time of the event. Therefore, patient took insulin pen for the treatment and the issue was resolved. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.